Manufacturer narrative:
The complaint has been reopened and reviewed according to FDA form 483 inspectional observation ems #2, eobs2 from the FDA inspection conducted between july 17 to july 21, 2022 at the ems and bonaduz sites. A detailed investigation was performed by an expert from the technical service: since the complaint in question was submitted to hamilton medical ag over 2 years ago, no attempts will be performed to obtain additional information. No further investigation or correction will be performed except those mentioned above. In future hamilton medical ag will report an event similar to this issue as it will be deemed a reportable event. The allegation in this complaint was confirmed to be a complaint. With this investigation the exact alleged malfunction with the flow sensor cannot be confirmed at the time of the event while the ventilator was used for ventilation of a patient. In consequence the flow sensor needed to be replaced twice. The root cause could not be conclusively determined. There was no reported patient or user harm.

Event description:
Ventilator alarming check flow sensor, check flow sensor tubing, turn flow sensor with ve readings 50+ lpm. Inspected flow sensor minimal amount of secretions found. Took flow sensor out of line rinsed and attempted calibration. Calibration would not move past disconnect patient prompt. Flow sensor was replaced and calibrated with issue resolved. 23 hours later same issue with no secretions observed in flow sensor. Flow sensor replaced again in order to fix issue.